Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented after receiving patient notifier for low, out of range high voltage lead impedance. Records revealed a single low impedance measurement, subsequent measurements were normal. No other electrical anomalies were noted. The lead was replaced. No further information available at this time.